Manufacturer narrative:
Follow-up #1: date of submission 20-aug-2018 device evaluation: the device has been returned and evaluated by product analysis on 02-aug-2018 with the following findings: review of the black box data revealed evidence of short battery life evidenced by a significant drop in voltage on (B)(6) 2018. On examination, the battery compartment was confirmed to be cracked. The returned battery cap was noted to be damaged; the threads were stripped, and the cap was unable to fit properly to the pump. A test cap was used to complete the investigation. With the test cap in place, the pump powered on and ezprime steps were completed successfully. Electrical currents were evaluated and revealed sleep current reading was noted to be above specifications; the alleged short battery life complaint was duplicated. The pump was opened for investigation revealing moisture corrosion inside the pump. Unrelated to the original complaint, the battery compartment was noted to be cracked with moisture inside the battery compartment.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a power (battery life with damage) issue. It was reported that the battery compartment was cracked. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.